Event description:
Customer called to report a leak at the probe wipe rinse block of the coulter hmx analyzer with autoloader. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a leak at the blood sampling valve (bsv) of the instrument. A nylon washer of the probe assembly was not placed properly and was restricting the movement of the bsv. The fse replaced the washer and verified the repairs per established procedures. The results met published performance specifications.

Manufacturer narrative:
The root cause of the leak was that the washer at the probe assembly was not properly placed. The issue was resolved with the services and repairs performed by the fse. (B)(4).